Event description:
Leaking was noted where the clave attaches to the medical tubing. The med tubing involved in this event is the smiths medical 72inch line with.2 filter. The registered nurse (rn) went to discharge the umbilical venous catheter (uvc) line, when syringe was taken off the syringe pump fluid was under the syringe on the pump. Rn then notified the neonatal nurse practitioner. No bleeding came back in the uvc line. It appears that the leaking is at the connector portion of the 72inch line filter - there is no leaking noted at filter site.